Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had unresponsive button number 1 on the keypad. The event occurred during an unspecified procedure. The intended procedure was completed with the same device. There were no reports of patient harm.